Event description:
My children's first full day of school and they're school, (B)(6), is mandating masks for in person learning. My son, (B)(6), came home from school with a headache, foggy thinking and nauseous. FDA safety report ID# (B)(4).